Event description:
A pt reported experiencing a "burned cornea" with edema (ou) after using complete moistureplus. Pt used the prior formula with no problem. This was the first time pt tried moistureplus. Pt was a dr who said pt slowly developed a reaction to the product. The dr reportedly diagnosed the "burned cornea". The pt could not open their eyes the first week of the symptoms. The dr prescribed eye patches, erythromycin ointments, steroids, liquigel, and saline lubricant drops. Their lenses soaked overnight in the solution. The symptoms were ongoing at the time of the report. In follow-up the pt confirmed not having a prior reaction using the product. Pt noted experiencing blurry vision with halos around lights and other objects. Pt could not open their eyes because of severe pain and pt developed peri-ortibal edema. The pt sought treatment from an optometrist and ophthalmologist, and reportedly had to wear patches for three weeks. Pt was also told to stay in a dark room at all times. Pt noted a prescription of alrex (indicated to treat seasonal allergic conjunctivitis), for corneal abrasion. According to the pt, erythromcycn was given for prophylaxis due to corneal abrasion. Dr follow-up is being requested. Amo still awaits receipt of complaint unit from customer. Retain eval/batch review in process.